Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 207 mg/dl (customer's advantage) and 89 mg/dl (friend's advantage) friend's meter information was not available. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.